Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient had an ipg replacement and had effective therapy restored post operatively.

Manufacturer narrative:
1627487-12192011-(B)(4). This serial number was included in multiple field advisories. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient charged the ipg every day, but the ipg provided less than 24 hours of therapy, thus leaving the patient without therapy until the ipg was charged again. To address the issue patient may be awaiting surgical intervention at a later date .